Manufacturer narrative:
The reported complaint of catheter leak was confirmed during the functional testing of the returned solex 7 catheter (lot #201702). During the functional in/out lumen test, a pinhole leak was observed at the distal end of the serpentine balloon. The probable root cause of the pinhole leak was a latent material defect. A functional leak test of the returned catheter was performed, and all infusion ports and lumen were flushed without resistance. During the in/out lumen test, a pinhole leak was observed at the distal end of the serpentine balloon (4th loop from the tip), thus confirming the reported complaint. Pressurized functional testing could not be performed due to the pinhole leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation related to the reported complaint, and no previous history of complaints was reported for the solex 7 catheter with lot #201702.

Event description:
An ivtm therapy was initiated for a cardiac arrest patient using a solex 7 catheter (lot #201702) and a thermogard hq start-up kit (suk) #1 (lot #204066). Following the set-up and during the initiation of therapy, a saline leak was identified in the suk #1 tubing, which was inserted into the roller pump of the thermogard hq system. The customer replaced the suk #1 but observed a similar leak in the suk #2 (lot #204066) tubing at the same section of the tubing. Following the second replacement, the customer noted a blood tinge (indication of catheter leak) in the suk #3 (lot #204066) tubing. Per the customer, no blood tinge was observed in the first two suk tubings. The customer placed the thermogard hq system on standby after the leak was noted and before the "air trap warning" alarm. The customer suspects less than 200 ml of saline infusion into the patient's bloodstream. The dwell time of the catheter was less than an hour. Consequently, therapy was discontinued with the thermogard hq system and was resumed using an alternative temperature management system. No consequences or adverse impact on the patient.

Manufacturer narrative:
Submitting a supplemental MDR to include the received medsun report number 0700220000-2024-8405 in the corresponding section h, related report number field.